Event description:
The customer reported, the system is now working and returns an error code b380. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the software. System operates as intended. (B) (4).